Event description:
The following case is from (B)(6)). It was received by a business partner from a consumer (reference (B)(4)). The (B)(6) female pt was prescribed with hyalart (hyaluronate sodium - another invented name for hyalgan) intra-articular injections for the relief of pain in osteoarthritis of the knee. The prescribed treatment included a total of 10 (5 per knee) hyalart (hyaluronate sodium) injections (20 mg/2 ml). The pt was administered the first set of injections on (B)(6) 2012. During the fourth treatment cycle (around on (B)(6) 2012), the pt presented with hemorrhage at the site of injections at her left knee which caused intense pain. In addition, she presented with a painful nodule and swelling at her right knee. Since the treatment, the pt feels intense pain at her knees and she needs to walk with a cane. She didn't go to her work for a week and she decided on her own initiative to apply ice on her knees and to take antibiotics (not specified). Her right knee remains swollen and the nodule is resolving and moving upwards. Her left knee remains painful. The pt decided to discontinue hyalart (hyaluronate sodium) treatment. The pt's medical history includes hypothyroidism, osteoarthritis and gallstones. Her concomitant medication includes t4 (levothyroxine sodium), arcoxia (etoricoxib) and norgestic (paracetamol + orphenadrine citrate).

Manufacturer narrative:
No batch number was received on this complaint; therefore, no investigation can be conducted. This complaint will be closed. If batch number is received, this complaint will be reopened and responded to accordingly. Conclusion: no investigation/no assessment possible. Case status: closed.